Manufacturer narrative:
B4: (B)(6) 2021. A philips service engineer (se) evaluated the device and was unable to replicate the reported failure. The se ran operational testing and the device passed all required testing. Following the evaluation, the device was placed back into service.

Event description:
It was reported to philips that the device had a low rate alarm. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to the patient and there was no delay in therapy.